Event description:
The device cutting accessory had fractured during a procedure at the user facility. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.